Event description:
The pt had a medtronics prodigy dr pacemaker placed. Following the procedure the pt continued to complain of palpitations and dizziness. The pt was returned to surgery for testing of leads. The old pulse generator was found to be defective and was removed.